Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary investigation site: cq zuchwil , selected flow: damage / worn. Visual inspection: the quick couplings of both screwdrivers are badly worn with deep scratches and impression marks. It is clearly visible, that the stardrive of the tips and as well the edges at the quick coupling, got rounded from regular use. The torque limiter also show impression marks at the connection and the overall condition can be described as worn. Summary: the complaint condition can be confirmed as it is hard/impractical to connect the screwdrivers to the torque limiter, due the visible wear. Furthermore, all three devices were more than 5 years in use. After a visual inspection per guidance provided, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. In general, we would like to draw your attention on page 4 in the leaflet ¿important information¿: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 314.119, synthes lot # 9886022, supplier lot # na, release to warehouse date: feb 17, 2016, manufactured by synthes monument, no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 that they had problems with attaching both the stardrive shafts with the torque limiting attachment and the surgeon was unable to use this to lock the screwdrivers. The issue was that the coupling for the shafts was struggling to connect and engage and they had to use a spare screwdriver to lock the screws manually. The problem occurred during surgery, intraoperatively and the patient op was successfully completed as the surgeon was able to manually put the screws in without the torque. No delay as we used other items in the tray. Concomitant device reported: unknown coupling (part #: unknown, lot #: unknown, quantity #: 1). This complaint involves two (2) devices. This report is for (1) stardrive screwdriver shaft t25/qc. This is report 2 of 2 (B)(4).